Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the wire coiled inside of a 6/7f mynxgrip vascular closure device (vcd) balloon. When the physician went to snug up the inflated balloon against the artery wall just prior to deployment, everything pulled out. Hemostasis was achieved manually, with compression lasting 30 minutes or less. There was no reported patient injury. The device was stored and prepped according to the IFU. No device or package damage was noted prior to use. The balloon seemed to inflate and deflate normally, but it is uncertain if it stayed fully inflated when snugged up to the artery wall prior to deployment of the mynx sealant. There were no issues using the device aside from this coiling of the wire. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure that utilized a retrograde approach. The deployer¿s mynx training status was mynx certified; the physician has been utilizing them for years. The device was used with a 6f non-cordis sheath. There was nothing abnormal noted about the puncture site. The physician obtained initial access with an unknown 4fr micro-puncture kit and then upsized to a 6fr sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer, and an angiogram was performed at the beginning of the case. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and no presence of pvd or calcium in the vicinity of the puncture site. The device is being returned for evaluation. Per preliminary image review, two images were received showing the core wire of the device in a curved and twisted condition within the balloon while it was inflated and deflated. No damages were noted to the balloon.

Manufacturer narrative:
As reported, the wire coiled inside of a 6f/7f mynxgrip vascular closure device (vcd) balloon. When the physician went to snug up the inflated balloon against the artery wall just prior to deployment, everything pulled out. Hemostasis was achieved manually, with compression lasting 30 minutes or less. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). Device or package damage was not noted prior to use. The balloon seemed to inflate and deflate normally, but it is uncertain if it stayed fully inflated when snugged up to the artery wall prior to deployment of the mynx sealant. There were no issues using the device aside from this coiling of the wire. The device was purged of air during prep. There was no scar tissue present in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure that utilized a retrograde approach. The deployer¿s mynx training status was mynx certified; the physician has been utilizing them for years. The device was used with a 6f non-cordis sheath. There was nothing abnormal noted about the puncture site. The physician obtained initial access with an unknown 4fr micro-puncture kit and then upsized to a 6fr sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer, and an angiogram was performed at the beginning of the case. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. One non-sterile 6f/7f mynxgrip vascular closure device was returned for investigation. Additionally, two photos of the device were provided for review. Per picture analysis, the images showed a twisted core wire with the balloon observed in both inflated and deflated states. No additional anomalies or notable details were identified in the photos. Visual inspection of the returned device revealed that the shuttle was engaged to the black handle, and the stopcock was open with a cordis mynx syringe attached to the unit. Additionally, a non-cordis catheter sheath introducer (csi) was returned inserted in the device, consisting only of a partial segment of tubing and missing both the valve and stopcock. The sealant was not returned for evaluation, and the advancer tube was found exposed within the shuttle. Furthermore, a coiled wire was observed inside the balloon. No additional malfunctions beyond the ones reported were observed. Per functional analysis, an inflation/deflation test was performed, and the balloon inflated and deflated as expected without leakage, resistance, or irregularities. At the time of receipt, the wire inside the balloon was observed in a coiled configuration, though under normal conditions this component should appear straight. Despite this anomaly, the balloon functioned normally during the initial inflation test. A second inflation test was conducted, during which the coiled wire extended and became slightly kinked/bent, possibly due to water pressure. Per dimensional analysis, the balloon was inflated to perform a go/no-go fixture verification using a calibrated tool. Testing was conducted first with the wire in its coiled condition and then repeated after inflation when the wire straightened with a slight kink/bend. In both conditions, the unit met specification, and no dimensional anomalies were reported. A high-magnification microscopic evaluation was performed on the balloon and related components. In the initial inspection, the core wire was confirmed to be coiled within the balloon, but no signs of rupture, perforation, or tearing were observed, and the balloon wall remained intact. After additional inflation testing, when the core wire extended and appeared slightly kinked/bent, the balloon was re-examined and again showed no structural damage. The outer cartridge tubing (shuttle tube) was also analyzed, revealing multiple kinked and bent areas. In the region where the slit is normally located, the slit was found to be absent, and the area displayed elongation and plastic deformation consistent with excessive mechanical stress. The advancer tube tip was also inspected. While the tip should include a controlled slit by design, the returned device exhibited a severely enlarged slit extending well beyond the expected configuration. For comparison, a laboratory control sample was examined under identical conditions, showing a clean, well-defined slit tip without elongation or fraying. The returned unit demonstrated extensive fraying, splitting, and abnormal extension at the slit. The reported event of ¿component-component issue¿ was observed through analysis of the picture received and returned device as the core wire within the balloon was coiled. However, the reported event of ¿balloon-pull through¿ was not observed through analysis of the returned device since it passed dimensional analysis with no other damages and due to the nature of the complaint. Additionally, a condition of ¿catheter-catheter detachment¿ was noted with the returned device since the distal end of the shuttle was not received. The exact cause of the issue experienced by the customer and observed conditions could not be conclusively determined during analysis. Based on the information available for review and product/picture analyses, it is difficult to determine the factors that may have contributed to the reported balloon pull-through and coiled wire within the balloon. As no damage was reported prior to use, procedural/handling factors¿such as excessive tension applied during pullback¿may have contributed to balloon pull-through and subsequent coiling of the core wire, especially since the wire uncoiled after two inflations. With respect to the missing portion of the shuttle, procedural/handling factors likely contributed, as evidenced by the elongation and plastic deformation at the separation site, conditions consistent with excessive mechanical stress. These same factors also likely contributed to the severely enlarged slit observed on the advancer tube, as this section is normally covered by the distal end of the shuttle. According to the mynxgrip IFU, which is not intended as a mitigation, it warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ once the device is inserted into the sheath, the IFU instructs to ¿inflate the balloon until the black marker is fully visible on the inflation indicator. Close the stopcock. Grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy. Align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if excessive tension is applied to the device during the balloon positioning step, this can cause the balloon to be pulled through the arteriotomy/venotomy and potentially result in damages to the device. Neither the product analysis, picture analysis, nor the information available for review suggests that the reported issues and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.